Manufacturer narrative:
(B)(4). Date sent: 09/10/2004. Info not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during the lap procedure, generator alarmed indicating instrument error. After troubleshooting and re-activation of the blade, the blade tip broke off. No consequence to pt.